Event description:
The hcp reports via the outcomes registry that the patient expired. The cause of death is unknown. The hcp reports the patient had been non-compliant with their therapy prior to death. The drug used in the pump was fentanyl 1000 ug/ml at 0.344 mg/day.